Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the device was in back up operation and exhibited 2 inappropriate shocks. A device restoration was performed successfully. Further information was requested however, was not provided.